Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite¿ bag access device components separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: products show leakage and breaks in the connection between the spike and the smartsite , they use it mostly with nacl bottles of 1l and use 50 ml syringes to draw up the nacl from the infusion bag.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-oct-2023. Investigation summary: two 2300e samples, as well as a single smartsite device were received without packaging for investigation; however, the customer suggested the complaint products were from lot 23025038. The feedback provided by the customer suggests the device broke at the spike and smartsite connection. The customer also confirmed that the connecting products were a 1l nacl fluid and a 50ml bd plastipak syringe. A visual inspection of the returned samples confirmed the customer's experience, as in each instance the smartsite had been received separated from the spike; a close inspection of the returned samples noted that the male luer of the smartsite had snapped, with the tip still solvent bonded within the spike component. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23025038 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined in this instance; however, the observed damage is consistent with the component being subjected to an external force; in this instance as the damage was observed after the component had already been accessed its unlikely that a manufacturing defect had contributed to the customer's experience.

Event description:
It was reported while using bd smartsite¿ bag access device components separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: products show leakage and breaks in the connection between the spike and the smartsite , they use it mostly with nacl bottles of 1l and use 50 ml syringes to draw up the nacl from the infusion bag.